Event description:
It was reported that the hl20 unit displayed the error message: runaway during setup. No harm to any person has been reported. According to the hl20 service manual the error runaway indicates that the pump head speed is exceeding the amount set at the pump rotary knob by more than 10 percent. Since the reported behavior can cause an unintentional pump stop, a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the hl20 unit displayed the error message: runaway during setup. No harm to any person has been reported. According to the hl20 service manual the error runaway indicates that the pump head speed is exceeding the amount set at the pump rotary knob by more than 10 percent. A getinge field service technician (fst) was sent for investigation and repair. The fst cleaned all carbon brushes and armature which solved the reported failure. No parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A similar failure was already assessed by the getinge life cycle engineering. The most probable root cause was determined as use related contaminated of the motor tacho by carbon abrasion. The review of the non-conformities has been performed on (B)(6)2025 for the period of (B)(6)2019 to (B)(6)2025. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2019-11-29. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the investigation results the reported failure error message: runaway could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. This event occurred on the india market on a significantly similar device to hl20, which is sold in the us. For d4 unique identifier (UDI)number, primary di number has been used for base unit, hl20 with catalog number 701043253, which is sold in the us. Provided d4 serial number and h4 device manufacturer date correspond to device involved in the event, not available in us.